Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified high scan result on the adc device in comparison to unspecified reading on unknown device it is unknown whether the customer noted a trend arrow on the device. The customer customer felt weak in the legs and drank a sweet drink and felt better afterwards. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.